Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1) 98 mg/dl, 89 mg/dl, 111 mg/dl, and 67 mg/dl 2) 101 mg/dl and 56 mg/dl the comparisons were performed on the same date, hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.